Event description:
It was reported that the device delivered inappropriate therapy due to atrial tachycardia with rapid ventricular response (rvr). Programming changes were made. The patient condition is good after the event. Device remains implanted.